Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. No product samples, pictures, or videos were received for investigation. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A primary set, prepierced y-site, secure lock, 80 inch reportedly leaked four drops of chemotherapy (doxorubicin) from the y-site less than 10 minutes into a 30-minute infusion. The four drops leaked onto the floor. The port was not pierced at the time, the product was used in conjunction with closed system transfer devices (cstds). The staff cleaned the spills which consisted of four droplets on the floor. This was used on a veterinary patient. There was no injury to patient or health professional.